Event description:
Event description: ecn event description: physician put the catheter in the left atrium and deployed to basket. After deploying to basket, the wire was difficult to advance and retract. The physician undeployed the catheter, then safely pulled back the wire and removed both father and wire from the body. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Attempted to move the wire with the catheter deployed in basket outside of the body. Felt the same resistance as inside the body. Physician was uncomfortable using the catheter due to potential confusion with hooking tissue versus catheter resistance. What is the next course of action: send replacement to the lab patient present at time of event? Yes, patient complications: no patient complications patient outcome: fully recovered procedure number: (B)(6).

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "user does not exercise care during the insertion of the flexible end of the guidewire into the entry device/catheter" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: - prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.